Manufacturer narrative:
(B)(4). Possible batch # r9388m, r93d7z. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, what appear to be 9 malformed er320 clips can be observed. However, no conclusion could be reached as to the cause of reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Surgeon informed us that the clips didn't close correctly. They were used during a gal bladder procedure. There were no patient consequences. Procedure: cholecystectomy

Manufacturer narrative:
(B)(4). Batch # r9388m. The analysis results confirmed that the er320 instrument was received with the jaws bent. In addition, the tyvek was returned along with the instrument and 3 malformed clip inside a plastic bag. Functional testing could not be performed due to the condition of the device. In order to inspect the condition of the internal components, the device was disassembled. Upon disassembling, 7 clips were found inside clip track. Possible causes for the found condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r9388m. The analysis results confirmed that the er320 instrument was received with the jaws bent. In addition, the tyvek was returned along with the instrument and 3 malformed clip inside a plastic bag. Functional testing could not be performed due to the condition of the device. In order to inspect the condition of the internal components, the device was disassembled. Upon disassembling, 7 clips were found inside clip track. Possible causes for the found condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.